Manufacturer narrative:
Concomitant medical products: product ID: 64002, product type: adapter. Reference manufacturer report # 3007566237-2016-00720. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that she was increasingly concerned that they were getting impedance issues following battery changes, from a kinetra to activa pc. The have changed contacts and have seen some benefit but does not always solve the problem. This issue was seen in the past and was now attributed to the pocket adaptor. The hcp was seeing problems with the adaptor. If additional information is received, a follow up report will be sent. This has already been reported in manufacturer report # 3007566237-2016-00720. The hcp further reported via the rep that since the move to the activa pc, there have been all kinds of problems with hardware, with or without adaptor. Especially with battery last 2-3 years. Gone the longevity of the battery, shorter life. Gone solid reliable material. There was repetitive problems with breakage, especially in relation to the adaptor and cable breakages. The patients have had new openings of their skin because of hardware malfunction and material unfit for use. All patients implanted have their impedance checked directly after surgery showing okay impedances. Then over the months contacts start to show high impedances. If this happens on contacts not used for stimulation, then do not change the adaptor. Adaptors are changed only when the contacts broken are those used by the patient for optimal benefit. This exposes the patients to further surgery and infection risks.